Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: outer layers of wands broke. Probable root cause: tip breaking due to design or manufacturing of electrode or ceramic: electrode design; welded electrodes- incomplete weld, weld too small, not located correctly mim; electrodes-variability in electrode material mixture, internal micro cracks, excessive re-grind, tool wear or rework; laser-variation in cnc control, loose threads or motor off, or laser focus off etch-over or under-etching voids in ball-forming process; ceramic design: variation in material mixture of ceramic, manufacturing workmanship errors, excessive glass binders leading to fractures; use error . The device manufacture date is not known.

Event description:
It was reported that the outer layer of the wand broke during a procedure. All pieces were removed and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: outer layers of wands broke. Probable root cause: tip breaking due to design or manufacturing of electrode or ceramic: electrode design welded electrodes- incomplete weld, weld too small, not located correctly mim electrodes-variability in electrode material mixture, internal micro cracks, excessive re-grind, tool wear or rework laser-variation in cnc control, loose threads or motor off, or laser focus off etch-over or under-etching voids in ball-forming process ceramic design: variation in material mixture of ceramic, manufacturing workmanship errors, excessive glass binders leading to fractures use error. The device manufacture date is not known. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the outer layer of the wand broke during a procedure. All pieces were removed and the procedure was completed successfully.